Event description:
It was reported that a caregiver observed hyperglycemia with a highest blood glucose of 356 mg/dl and persistent rise indicated on the device, and that a supply change was performed with subsequent resolution, consistent with hyperglycemia of unclear cause and troubleshooting completed. Symptoms included hyperglycemia without associated clinical effects. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy use, and no ketone testing. Investigation included patient/caregiver interview and device use troubleshooting. Investigation of this case revealed no confirmed device malfunction, with resolution after supply change suggesting a possible infusion set or supply-related issue without verification. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.